Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13j04064 and h14a07064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin 1gm intraperitoneally two times a week for three weeks for the peritonitis event. It was reported that the patient was recovering from the peritonitis event. Dianeal and extraneal therapies were ongoing. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). This is the same patient as in complaints (B)(4). Should additional relevant information become available, a supplemental report will be submitted.